Event description:
It was reported during a therapeutic total hysterectomy by laparoscopy procedure, the distal tip of the ultrasonic surgical device broke off and fell into the patient's body; the metal piece was retrieved from the patient. There was procedural delay during sedation, less than 30 minutes, that was completed using a back-up device. There were no adverse effects to the patient and no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide results of final investigation. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient reported due to the device retrieval. The following fields have been updated: b1, b2, b5, h1, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.